Manufacturer narrative:
(B)(4), (heart valve issues), (B)(4).

Event description:
Per the reporter, at the end of (B)(6) 2010, the doctor stated, the pump was empty; the pump did not alarm. The patient experienced a lot of pain. The pump was filled. During the last pump refill, "it was horrible" trying to get the refill done. Specific issues with the refill were not reported. The pump contained morphine 10 mg/ml. In (B)(6) 2010, the pump was alarming. The patient experienced sweats, a pins and needles sensation in feet when feet hang over the bed, white bumps "like zits" all over the body, peeling and cracking skin, swollen feet and legs, soreness, a line "coming up arm 4 inches long", and confusion. On (B)(6) 2011, the morphine was increased from 4 mg/day to 5 mg/day. The patient slept for 2 days straight. On (B)(6) 2011, the patient went to the emergency room due to not feeling well. The patient felt "surges" of medication and felt like he was getting too much. The patient was discharged from the emergency room. On (B)(6) or (B)(6) 2011, the patient went again to the emergency room. At that time, his legs were swollen and red "like plastic". The doctor told the patient, he had (B)(6). The patient experienced mood swings and "dropping everything". The patient was given antibiotics. On (B)(6) 2011, the patient was admitted to the hospital with tachycardia and heart valve issues. The patient then left the hospital ama (against medical advice). The patient was re-admitted to the hospital(B)(6) 2011. On (B)(6) 2011, the patient experienced swelling, soreness, pinching and weakness. The patient was oozing green from skin. The skin was "sinking" in the middle of the pump. The symptoms began to appear on the right side of back and spine and then moved to the left. On (B)(6) 2011, the pump was interrogated and was functioning and showed no pending alarms. Per the reporter, the pump physician instructed the patient to have a dye study to check catheter patency. The patient was not experiencing any withdrawal or overdose. It did not appear that the infection was at the pump pocket. On (B)(6) 2011, the patient wanted the pump dosage slowly decreased so eventually the pump could be removed.